Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. On (B)(6) 2019, the pump motor stalled. There were no known environmental, external or patient factors that may have caused or contributed to the issue. The stall was identified when the pump logs were read. The issue was not resolved at the time of this report. Surgical intervention was planned, but has yet to be scheduled. The patient's status was alive- no injury.

Manufacturer narrative:
Analysis of the pump (B)(4) identified electrochemical migration across the electrical feed-through insulator. Medtronic developed a design change to reduce feed-through shorting and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.